Event description:
It was reported that a malfunction code was displayed on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arose again.